Manufacturer narrative:
As the device had been disposed of, no analysis could be performed. He device was not returned; therefore, the customer's complaint could not be confirmed, and the event cause could not be determined. Possible contributing factors of "failure to open the distal end" include damage to the pipeline braid, patient tortuous anatomy and deployment of the device on a bend. It is not recommended to initiate deployment of the device on a bend. There was no indication that the event was related to a potential manufacturing issue and no DHR was requested, so a device history record review was not performed. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device with shield technology under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no corrective action is required. These types of events will be monitored as part of post market vigilance complaint trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diverter was lazy to open distally. The physician attempted to recapture and redeliver the flow diverter twice, but without success. The flow diverter was re-sheathed and removed with the microcatheter. A new flow diverter was implanted without issue. Post procedural angiography showed semi-hemispheric filling of the aneurysm. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 5mm x 3mm located in the right internal carotid artery (ica). The distal and proximal landing zone was 3.3mm x 3.9mm. The patient was on dual antiplatelet therapy with pru level of 58. The vasculature was severe in tortuosity.